Manufacturer narrative:
The subject device has not been returned to olympus medical systems corp. But was returned to olympus (B)(4). (B)(4) sent the subject device to a third party laboratory for microbiological testing after reprocessing and the testing indicated no microorganisms growth for the subject device. After the testing, (B)(4) evaluated the subject device and confirmed no irregularity. Omsc reviewed the manufacture history of the subject device with reported serial number but there was no manufacturing record related to the subject model name (gif-h180) and the serial number ((B)(4)).

Event description:
Olympus medical systems corp. (Omsc) was informed that the facility detected an air leak from the subject device and it was possibly contaminated with (B)(6). There was no report of infection associated with this report.